Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray without the lid stock. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not present on the exterior of the device or nozzle. When tested as returned the device did not spray as intended. The co2 cartridge did not discharge when deactivated. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob, co2 began audibly escaping within the device despite the red knob being fully activated. The handle was disassembled to evaluate the internal components. The peg on top of the regulator has detached from the regulator allowing the connected tubing to detach from the regulator. It is unknown how or when the separation occurred. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was the separation of the peg and tubing from the device regulator. However, the cause of the separation is unknown. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure for hemostasis, the physician used a cook hemospray endoscopic hemostat. It was reported that the powder was not being propelled out of the handle [difficult or unable to spray - subject of report]. A new hemo-7 was opened and used to complete the intended procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.